Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and found that the leak was coming from a pinhole in the tubing connected to the differential waste chamber vc7. The fse replaced the tubing that fixed the leak. The pinhole in the tubing connected to this chamber contributed to the differential r flags. Incidentally, the low red blood count (rbc) recovery on 5c controls was resolved by removal and cleaning the blood sampling valve (bsv), unrelated to the leak. Failure mode was attributed to a pinhole in the tubing connected to the waste chamber vc7. (B)(4).

Event description:
The customer reported to beckman coulter (bec) that they have detected a leak on the coulter lh 500 hematology analyzer. The volume of the leak was a 10-20 ml and was not contained within the instrument. Also, the instrument showed low red blood count (rbc) values on 5c and r flags on the differentials. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control plan at the facility. The customer was wearing personal protective equipment (ppe), including a laboratory coat, face protection and gloves. No one was splashed, sprayed or injured. There was no contact or biohazard exposure to open or broken skin or mucous membranes. No one sought medical attention. No erroneous results were generated in connection with this event. There was no death, injury or effect to patient treatment.